Manufacturer narrative:
The device was returned for analysis. Analysis confirmed the reported event: ¿at rest/inactive and then turned on by itself.¿ analysis indicated that the device had a broken cable. As requested by the customer, the device was sent back to the customer un-repaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during set up the device was at rest/inactive and then activated by itself. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the foot control activated immediately when plugged into the integrated power console (ipc). A manual switch was used to complete the surgery. The event occurred at the beginning of (B)(6).